Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the stylet coating folded and prevented the stylet from being removed.

Event description:
It was reported that the stylet stuck inside the left ventricular lead. The lead was not used and a new lead was implanted.